Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a broken belt clip slot.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer was not hospitalized. The customer was treated for the high blood glucose with their insulin pump. The customer sated that their insulin pump has been alarming and not working for them. The customer had their insulin pump for eight to nine years and was inquiring about an upgrade. The customer stated they do not feel comfortable with their insulin pump. The customer was sent tubing clamps and was advised to call back to finish troubleshooting.